Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) was broken and not fully release for proper hemostasis. There was no reported patient injury. The device was used with a 6f non-cordis sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved through manual compression, which lasted approximately 20 minutes. The user completely shuttled down the sheath device with significant resistance, but no unusual force was applied when retracting the sheath. The advancer tube was engaged and visible. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) was broken and not fully release for proper hemostasis. There was no reported patient injury. The device was used with a 6f non-cordis sheath. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) was broken and not fully released for proper hemostasis. There was no reported patient injury. The device was used with a 6f non-cordis sheath. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved through manual compression, which lasted approximately 20 minutes. The user completely shuttled down the sheath device with significant resistance, but no unusual force was applied when retracting the sheath. The advancer tube was engaged and visible. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle. The syringe was received separately from the device, and the procedural sheath was not returned for evaluation. One part of the sealant was inside the shuttle tube, and the other part was on the shaft of the device next to the balloon. Additionally, the advancer tube was found inside the shuttle tube, and the stopcock was in the open position. The balloon was fully deflated. No other defects or anomalies were observed on the received device during the visual inspection. Per functional analysis, a simulated deployment test and inflation/deflation test were conducted on the received unit. The shuttle cartridge was successfully advanced and retracted to the black handle without any issues, as outlined in the mynxgrip instructions for use (IFU). The portion of the sealant found on the shaft of the device was removed to allow the other part of the sealant to be deployed. The advancer tube was properly engaged with the proximal tamp lock. Additionally, an inflation/deflation test was performed on the balloon of the returned device using a lab sample syringe. During this test, the balloon fully inflated, maintained pressure, and deflated properly, in accordance with the mynxgrip IFU, with no ruptures or pressure loss observed. Furthermore, no difficulty or inability to retract the sheath/outer cartridge was noted during the deployment test. The reported event of ¿sealant-failure to deploy-advancer tube¿ was observed through analysis of the returned device due to the received condition with part of the sealant being deployed and the other part still within the shuttle. However, the reported event of ¿shuttle-shuttle advancement issue¿ not observed through analysis of the returned device since it was able to be shuttled down without resistance during functional analysis. The exact cause of the issues experienced by the customer could not be determined during product investigation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue and the failure to deploy the sealant reported. However, since the sealant was found in two pieces on the device, the issue experienced was likely caused by the procedural/handling factors, such as the sealant swelling up prematurely, which can cause resistance during the shuttle deployment step and result in damages to the sealant, resulting in an incomplete deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue/sealant deployment issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. C: 19 (d11), 4315 (d15).